Event description:
The patient reported that his pump delivered baclofen for pain spasms (concentration and dose not reported); it stopped working 4-5 months ago; and he almost died. No patient symptoms were reported. The patient said the pump was replaced. The hcp reported that the patient had been receiving bupivicaine (30 mg/ml); morphine (1 mg/ml); clonidine (1000 mcg/ml); and compounded baclofen (3500 mcg/ml) at a daily dose of 500 mcg/day. At the patient's refill visit, the expected pump volume was 2.6 mls; the actual volume was 17 mls. The hcp stated this was the second time it happened. The patient symptoms were reported as no pain control and increased muscle spasms. The patient was referred to a neurosurgeon. The neurosurgeon determined the pump needed to be replaced. A catheter dye study was done one month later, and it was okay. The hcp reported the patient statement of "almost died" was probably related to the patient's hospitalization post pump replacement; however, further investigation revealed the incident occured after the dye study prior to the pump replacement surgery. See MFR's report number: 6000030200703508. The patient returned to the hcp the next month, for a pump refill after the pump had been replaced. At that time, the patient stated his pain was 25% better than before.